Event description:
Philips received a complaint on the heartstart xl+ indicating that the external paddle not connected slot from defibrillator end is damaged. There was no patient involvement. The asp (authorized service personnel) evaluated the device and found no problems with device. The device is working to specifications. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed